Event description:
Hcp reported pt infection date of onset was 2004. Infection signs and symptoms were redness and prior erosion of lead and extension with subsequent removal. The primary location of the infection was the lead track. Cultures were taken from the device pocket and the type or organism found was coag. Negative staph. The pt was treated with oral antibiotics and the infection resolved. The device was explanted but not returned to the MFR for analysis.